Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch#: 0132200 all inspections were performed per the applicable operations qc specifications. There was one (1) notification noted for out of spec shield pulls.

Event description:
It was reported that 6 bd insulin syringe with bd ultra-fine¿ needles experienced hub separation from the device. The following information was provided by the initial reporter: material no: 328438, batch no: 01322000 consumer reported finding six needle shields hard to remove - when remove, needle hub goes with shield. Consumer reported finding also from this box 1 syringe could not remove shield. Occd 03/29/2021. Date of event: unknown.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 6 bd insulin syringe with bd ultra-fine¿ needles experienced hub separation from the device. The following information was provided by the initial reporter: material no: 328438, batch no: 0132200. Consumer reported finding six needle shields hard to remove - when remove, needle hub goes with shield. Consumer reported finding also from this box 1 syringe could not remove shield. Occd: (B)(6) 2021. Date of event: unknown.